Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that a patient's right eye was incorrectly entered into the laser with axis of astigmatism off by 90 degrees. Error was not recognized until one day post-operatively. The patient was contacted by phone and informed of the error in the treatment. The patient was explained several options and the pros and cons of each. The patient elected to undergo an enhancement treatment as soon as possible.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The logfile and clinical review could confirm that the wrong data was entered by the surgeon. No further abnormalities or deviations can be detected. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).